Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Note 2: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 04/19/2025 and open vial date is 10/30/2024. Customer stated he had just purchased the test strips but did not say when the meter had been purchased. The customer reported having a headache; medical attention was not needed the time of the call.